Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring greater than 600mg/dl and associated symptoms of difficulty waking and extreme drowsiness, nausea, abdominal pain. The patient was treated at the emergency room with insulin via injection and intravenous fluids. The reporter alleged an inaccurate delivery issue. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with inaccurate delivery of insulin by the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/21/2017 with the following findings: during investigation, the last basal delivery was on (B)(6) 2017. Pump history shows a temp basal was run on (B)(6) 2017. The last bolus delivery was a 2.75 u ezcarb normal (p) bolus. The total daily dose (tdd) added up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. There were no errors, alarms, warnings or delivery interruptions during the testing. Unable to duplicate the complaint.